Event description:
It was reported that when the rep was examining trunk stock, the device was interrogated while still in the box, and an electrical reset was noted. The device was not implanted. No patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis confirmed power on reset (por) occurrence as reported. No cause for the pors was identified and no further resets were recorded during the analysis. Nominal operation was consistently observed throughout the analysis which included long term monitoring and diagnostic system testing. Component level testing was performed on the d363 ic to check the embedded ram. No failures were observed. The analysis was terminated with no cause identified for the pors.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis confirmed power on reset (por) occurrence as reported. No cause for the pors was identified and no further resets were recorded during analysis. Nominal operation was consistently observed throughout the analysis which included long term monitoring and diagnostic system testing. Component level testing was performed on the d363 ic to check the embedded ram. No failures were observed. The analysis was terminated with no cause identified for the pors. Further analysis was performed, including optically inspecting the stacked chip scale package (scsp) after removing all of the surrounding components. No anomalies were observed.